Manufacturer narrative:
At this time, no further information is available. Should additional information become available be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements with chronic outputs on the left ventricular (lv) and right atrial (ra) ports even if the device was programmed for lv pacing only. Technical services (ts) was consulted, and it was found that the device settings were configured to nominals, results were discussed with the health care professional (hcp) for further reprogramming options. No adverse patient effects were reported. This crt-d remains in service.